Event description:
It was reported that during a supply change the ilet user removed the adhesive backing before unwinding the tubing, which caused the adhesive to fold onto itself and led to an incorrectly deployed infusion set; the user was instructed to discard the affected set, obtain a new infusion site, and continue the supply change. There were no reported symptoms. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user handling error related to infusion set deployment and site preparation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.